Manufacturer narrative:
Implant date: date estimated conservatively. While it was reported that the biopsies of strattice were available at the hospital, multiple requests have been made, but they have not been returned to lifecell for evaluation. (B)(4). While limited information was reported regarding the event as well as the patient's medical and surgical history, wound necrosis is a documented wound healing complication associated with implant-based breast reconstruction with or without the use of an adm (acellular dermal matrix). The report of the device appearing ulcerated at the borders intra-operatively is likely associated with the tissue necrosis identified in the hospital's pathology testing. The non-incorporation is considered an incidental finding and was likely caused by the chronic inflammation also identified in the hospital's pathology testing, which can impact revascularization. The IFU warns that potential adverse events typically associated with surgical mesh materials and their implantation procedures include, but not limited to, bulging, failure to integrate, inflammation and lack of tissue perfusion. Based on the limited information, a relationship between the event and the strattice device cannot be conclusively determined. Qa investigation resulted in no remarkable findings. Lot s11200 met all qc release criteria. No further actions are required as a nonconformance was not confirmed. Lifecell has made multiple attempts for additional patient and procedure specific information including the hospital's pathology report and a request for the biopsies of the strattice. If additional information is received, a follow up report will be submitted. Device not returned to manufacturer.

Event description:
It was reported that a patient who had a breast implant and strattice implanted in (B)(6) 2013 (no additional chemo or radiotherapy) subsequently went back to the doctor on (B)(6) 2016 complaining of bulging when sitting up. The patient was returned to surgery on (B)(6) 2016. It was noted intra-operatively that the implant was intact, but the strattice was not integrated and ulcerated at the borders. Tissue was removed and sent to pathology for testing which revealed chronic inflammation with active inflammation and necrosis. There was no malignancy. Biopsies of the strattice are available at the hospital.

Manufacturer narrative:
Method of evaluation: manufacturing review - review of the additional information as reported to lifecell; actual device not evaluated - while the biopsies were not returned to lifecell, a review of the hospital's pathology report was performed by lifecell's pathologist and determined that this event represents partial incorporation of strattice. The presence of granulation tissue in 2016 indicates that there were mechanical difficulties that produced chronic irritation and inflammation, as granulation tissue should not be present three years after the initial surgery when the device was implanted. While it is unclear as to why the strattice material had not incorporated in 3 years, numerous factors may lead to nonincorporation of the device such as suturing, device placement and apposition which are unlikely related to the device. Results of evaluation: no failure detected - no additional investigation was required. Refer to original report. Conclusion: device not returned; known inherent risk of procedure. This is a follow up/final to report the additional information received by the implanting surgeon including an analysis of the hospital's pathology report and lifecell's investigation conclusion. According to the hospital's pathology report as well as a review by lifecell's pathologist, it has been concluded that this event is associated with partial incorporation of the strattice device with evidence of chronic inflammation and necrosis. The reported bulging of the graft is associated with the aesthetic appearance of the implant upon the patient sitting up due to the strattice not being incorporated/unattached to the skin and subcutaneous tissue. While the cause for the nonincorporation cannot be conclusively determined, based on the description of the device intra-operatively as being loose from the skin and subcutaneous tissue and the presence of granulation tissue three years after implantation, the event is likely related to mechanical causes, such as suturing, device placement and apposition and unlikely related to the device. In addition, seroma is a documented complication associated with breast reconstruction procedures. As previously reported, the IFU warns that potential adverse events typically associated with surgical mesh materials and their implantation procedures include, but not limited to, failure to integrate, inflammation, seroma and lack of tissue perfusion. Qa investigation resulted in no remarkable findings. Lot s11200 met all qc release criteria. No further actions are required as a nonconformance was not confirmed. Device not returned to manufacturer.

Event description:
This is a follow up to report additional information received by the implanting surgeon on 2017-02-22: this is a female patient with a surgical history of tonsillectomy and adenoidectomy and a medical history of ductal carcinoma in situ in 2013. The patient had not undergone any adjuvant treatment. This was a pre-invasive disease only and following mastectomy neither radiotherapy nor chemotherapy was indicated. On (B)(6) 2013 ((B)(6) at time of surgery) the patient underwent a right breast skin sparing mastectomy and immediate reconstruction with breast implant and strattice adm (lot s11200-076). At a post-op visit on (B)(6) 2013, a small seroma was noted. Approx 20mls was aspirated under ultrasound guidance. No other post-op complication was noted. The patient was returned to surgery for bulging on (B)(6) 2016 ((B)(6) at time of surgery). The breast implant was replaced and the strattice was completely explanted. The device was reported to be ulcerated along the inferior edge where it was attached to the chest wall, and also along the superior edge where it was attached to the pectoral muscle. The section of it in between was hanging down loose from the skin and subcutaneous tissue. The surgeon also provided a copy of the hospital's pathology report, which noted the presence of granulation tissue in 2016 in addition to the initial report of chronic inflammation with active inflammation and necrosis.